Event description:
Device explanted as elective. Nonischemic cardiomyopathy, status post medtronic biventricular ICD initially implanted in 2002, followed by battery change in 2005, followed by yet another generator change 10 days ago, at an outside hospital; presented here with elevated impedance and no capture.